Manufacturer narrative:
Balt USA reference number: (B)(4). Final investigation results pending analysis performed by supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "eclipse 2l was being used for the treatment of an mma. Onyx was being delivered through e2l and then became trapped/ encased in the onyx. Resistance was felt, and the balloon broke/ separated from the catheter, no rep was present during the case. No patient injury was reported." 27jun2022, additional information provided - "yes, the broken portion of the catheter was left in the onyx cast. The physician did not try performing any additional procedure to remove the balloon. I did not hear of any additional information about the patient except they have had no complications to report. "

Manufacturer narrative:
Balt USA reference number: (B)(4). The investigation was performed by supplier balt extrusion. Summary of the analysis is as follows: the affected device (ecl2l 6x12) has been returned and inspected in our quality laboratory. During our analysis, we noticed the following points: the product was returned in a plastic bag with two syringes connected. One with the saline solution and one with the embolic agent. There are crystallized residues on the catheter such as contrast liquid. We can see residues of embolic agent in the catheter. The distal part of the catheter with the balloon is missing as mentioned in the additional information provided. The catheter measures approximately 173cm. The distal part of the returned catheter is stretched on the last 30 cm. The lot number has not been provided so the lot history records cannot be reviewed. However, during the manufacturing process of eclipse2l, several tests are performed: the braid, the tube, and the balloon are 100% controlled with a visual inspection during the manufacturing process. A tightness test of the balloon is also performed on every unit per manufacturing process instruction. The integrity of the microcatheters is 100% controlled. If the affected catheter has not validated one of these steps, the eclipse2l would not be released from production. The incident description mentioned that the eclipse2l was entrapped into the injected embolic agent: " onyx was being delivered through ecl2l and then become trapped/ encased in the onyx". We were not able to identify the conditions under which the issue occurred, and which manipulations were applied by the physician. However, according to our post-marketing surveillance program, such blockages are likely caused by the embolic agent reflux beyond the catheter's distal extremity during the injection, then unlikely linked to the eclipse2l device. The damages observed on the braid of the eclipse2l revealed that an excessive strength has been applied during removing of the catheter. As mentioned in the instruction for use, it is necessary to follow the recommendations during the removal of the catheter "avoid advancing or withdrawal against resistance before the cause of resistance is determined." In conclusion, the incident reported (embolic agent trapping) cannot be linked to a potential technical failure of the balloon catheter eclipse2l. The investigation of the product affected did not reveal any non-conformity which could be due to the manufacturing process, the most probable cause due to this incident is an embolic agent reflux. A comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. No such increase in the rate of occurrence has been observed. However, this issue will remain subject to continued tracking. A review of the DHR could not be performed as the lot number was not reported. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "eclipse 2l was being used for the treatment of an mma. Onyx was being delivered through e2l and then became trapped/ encased in the onyx. Resistance was felt, and the balloon broke/ separated from the catheter, no rep was present during the case. No patient injury was reported." 27jun2022, additional information provided - "yes, the broken portion of the catheter was left in the onyx cast. The physician did not try performing any additional procedure to remove the balloon. I did not hear of any additional information about the patient except they have had no complications to report."